Event description:
The manufacturer received information in relation to a rep dreamstation auto CPAP. The patient alleged seeing black particles on the humidifier part. There was no report of patient harms or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Manufacturer narrative:
The manufacturer received information in relation to a rep dreamstation auto CPAP. The patient alleged seeing black particles on the humidifier part. There was no report of patient harms or injury. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found evidence of foam degradation. During the evaluation, secondary findings was not observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service centre. There was zero error code found. The third-party service center concludes that they could confirm the customer's allegation and there was visible foam degradation and unit got corrected. Section g and h updated in this report.